Event description:
It was reported that during an ucl reconstruction, the surgeon was inserting an 8 mm tenodesis screw (peek). The inserter tip broke-off and remained inside the screw in the patient. After 6 weeks, the thumb is back to what it was before the operation. No further information available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, torquing when the implant is not properly aligned and/or improper bone preparation prior to insertion. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.